Event description:
Customer reported experiencing a past high blood glucose event, with the highest level displayed as "high." Cause was not known. The customer administered a correction bolus via their pump, and it was recommended by technical support to consult with a healthcare provider to discuss potential factors affecting blood glucose levels.